Event description:
It was reported that the patient, who is a recent heartmate 3 implant ((B)(6) 2021), experienced multiple post-operative issues leading to death during his implant admission. The patient experienced significant fevers post post-operation day 0 into post-operation day 1, maxing out at 103.5 f with unclear etiology. The patient was given a one time dose of dantrolene and cooling blanket therapy was started. Liver function test (lft) values were markedly elevated (aspartate aminotransferase 5873, alanine aminotransferase 7015, alkaline phosphatase greater than 3478), so the patient required intermittent levo and remained on epinephrine and dopamine. The patient's renal function also began to worsen with a creatinine value of 3.89 on (B)(6) 2021 and platelets dropped to 76. The patient was tested to heparin induced thrombocytopenia (hit), which came back negative. On (B)(6) 2021, the patient experienced worsening hypotension requiring increased pressor support. They also experienced worsening renal function with associated hyperkalemia and acidosis. Continuous renal replacement therapy (crrt) was started. Lft values were trending up with associated coagulopathy and thrombocytopenia in the setting of what appeared to be liver shock. The patient remained febrile with temps greater than 102f. A computed tomography (CT) scan of the head and a CT of chest abdomen pelvis (cap) were obtained. On (B)(6) 2021, the patient continued on max pressor support with continued decline. The cta was reviewed and the outflow graft was open with no particular abnormalities to account for the patient's clinical scenario. The family was updated and made the decision to withdraw all supportive care. The patient expired quickly and an autopsy was declined by the family. The cause of death was ruled as multi-system organ failure (msof).

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not explanted for evaluation as an autopsy was declined. It was reported that the device did not cause or contribute to the event or patient outcome. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure, renal dysfunction, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.